Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 24 mm. Aneurysm and vessel morphology are unknown. The patient has a history of cardiac and peripheral embolic disease. It was reported that there was thrombosis of the right limb, possibly due to loss of heparinization and thrombosis of the sheath. It was reported that the vessel was not obstructed; however, a thrombectomy was required, and the thrombus was removed easily with a fogarty catheter. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneursym. The patient's post-procedure status is unknown.